Event description:
A male with a previous history of hypertension, sigmoid colon cancer, and liver cancer had a pre-diagnosis of iliac artery angulation exceeding 90 degrees was determined to have suitable form for aaa repair. In 2008, a post-deployment angiogram noted a kink in the contralateral iliac leg graft. A pta balloon catheter was used to inflate the kink site and a self-expanding stent of another MFR was also placed at the area. The kink was resolved. Pt outcome is unk at this time.

Manufacturer narrative:
Event evaluation: still under investigation.